Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys b12 assay on a cobas 8000 e 801 module. The sample initially resulted in a b12 value of 100 pg/ml. The questionable sample was repeated, resulting in a value of 2000 pg/ml. The b12 reagent lot and the expiration date were requested, but not provided. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The field service engineer changed the pinch valves. The investigation determined the service actions resolved the issue.